Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The reporter stated that after connecting the patient, the arterial pressure of the dialysis system was unusually low during patient use (for approximately a half hour). Upon checking, they noticed that the plastic coating was protruding from a tego¿ connector device. An unspecified medication was involved in the event. The product was not reprocessed or re-sterilized prior to use. There was no patient harm, however, there was delay in therapy and no one was harmed.

Manufacturer narrative:
Device was received on 7/8/2025. Investigation summary: received four (4) used d1000 tegos for inspection. Excessive seal tearing was found on each of the tegos. The reported complaint of a torn seal can be confirmed. The probable cause of the seal tearing is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Corrective and preventative actions are in process.